Event description:
It was reported that the patient experienced asystole. The right ventricular (rv) lead had fracture and exhibited high undefined impedance, no capture and inappropriate therapy. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.